Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment for a thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system. While a 22fr gore® dryseal flex introducer sheath was inserted from the left femoral artery, there was strong resistance. Therefore, the 22fr sheath was changed to a 18fr gore® dryseal flex introducer sheath, and the 18fr sheath was inserted. Then, the 22fr sheath was attempted to be inserted again but it ruptured the left external iliac artery. A graft replacement was performed to the ruptured site and the 22fr sheath was inserted through the graft. Two gore® tag® conformable thoracic stent graft with active control system were implanted, and then the procedure was concluded. The patient tolerated the procedure. It was reported that the diameter of the left external iliac artery was about 8.2 - 9 mm. The physician stated that there was significant resistance due to severe calcification in the access vessel. Reportedly, two 22fr gore® dryseal flex introducer sheath devices were used for this procedure, but it is unknown which one was related to the left external iliac artery rupture.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog #dsf2233, serial #(B)(6), UDI (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.